Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to the procedure itself, patient factors (severe bulky annular calcification, severe bulky native leaflet calcification, severe lvot calcification, severe mac) likely contributed to the coronary artery occlusion, cardiac rupture and subsequent patient death during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During an urgent transfemoral tavr procedure, following deployment of a 26mm sapien 3 valve, a coronary artery occlusion occurred, requiring artery stenting. A cardiac rupture also occurred, resulting in the patient¿s death during the procedure. During the procedure, following the insertion of the esheath, balloon aortic valvuloplasty (bav) was performed. During bav, some calcium from the native valve shifted when the balloon was fully inflated. The coronary arteries were wired for protection. The sapien 3 valve was then deployed in a final 80:20 aortic/ventricular (a/v) position. Following valve deployment, the first angiogram appeared normal. The patient then began to decompensate. An angiogram indicated that the lad had shut down; however, the occlusion was not at the left main. It appeared that something ¿broke off¿ and traveled down the artery. The lad was ballooned, but the patient continued to decompensate. The patient was placed on ECMO, which took 5 minutes to perform. The lad was stented. The left circumflex artery then went down with no flow at the proximal side. The patient developed st segment elevation on the EKG. Contrast was used and staining from the lvot to the left ventricle (lv) into the mac was observed. It was believed that the calcium in the lvot fractured, resulting in an unrepairable dissection on the posterior side of the heart. No further actions were taken. The surgeons left the room to talk to the patient¿s family. When they returned, the patient was in asystole and pronounced dead. The native annulus measured 19.7mm x 28mm by CT with a valve area of 479mm2. Bulky severe annular calcification, bulky severe native leaflet calcification and calcification at the base of all 3 cusps that extended into the lvot was reported. It was reported that the patient had been turned down by 3 surgeons for avr due to anatomy and valvular calcification. It was perceived that the heavily calcified native valve and lvot contributed to the coronary occlusion and cardiac rupture.